Event description:
The technician alleged that the side rail would not latch in the raised position. No pt impact.

Manufacturer narrative:
The technician found the screws for the side rail are loose. The technician tightened the screws for the side rail to resolve the issue.